Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the refrigerator appeared to unlock without actually opening. A field service engineer (fse) confirmed there were no error was visible on the station screen and requested the customer to log in and perform a medication inventory while inspecting the latch during door operation. The pyxis system was powered down, and the remote manager (rm) side panel was removed for hardware inspection. The latch and all connections were found to be intact, the rm was repositioned closer to the latch and slightly tilted downward to align the hasp with the latch opening. After powering the system back on and retesting through the application, the latch and rm functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge shows that it was opening without unlocking. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.